Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 296 mg/dl. Customer is lethargic. Customer treated with manual injections and insulin pump. The blood glucose reading at the time of the event was 600 mg/dl. Caller stated that the blood glucose readings would not decrease. Hospital treated with IV drip and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.